Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) who called the clinical support specialist (css) for assistance with the intra-aortic balloon pump (iabp). The rn stated that the pump has been in use on the patient for one week and stated that about thirty minutes ago the screen changed colors and went blank. The pump continued to pump, and the patient was fine. As a result, the pump was switched for another and were able to get the pump running. The iabp was sent to biomed. There was no report of patient complication or serious injury and death.

Event description:
It was reported by the registered nurse (rn) who called the clinical support specialist (css) for assistance with the intra-aortic balloon pump (iabp). The rn stated that the pump has been in use on the patient for one week and stated that about thirty minutes ago the screen changed colors and went blank. The pump continued to pump, and the patient was fine. As a result, the pump was switched for another and were able to get the pump running. The iabp was sent to biomed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "blank screen after minutes of use" was confirmed by the field service agent; however, the returned dvi cable passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends.